Manufacturer narrative:
Findings: pump error alarm noted in the pump history and critical pump error (open book image) alarm with constant tone during testing due to moisture damage on the electronic assembly. No blank display or vibration noted. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, faded serial number label, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and issues with insulin pump. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for cosmetic damage was performed. Customer advised they had a blank display screen and the device would alert tones. Customer advised the insulin pump was cracked, vibrated and beeped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.